Event description:
It was reported that patient had stimulation for 6 months and about 2 weeks now prior to call patient was noticing a different in the area where she was feeling stimulation (impulses). The patient stated that she knows that sometimes it felt differently when bending over or posturing different, ¿sometimes she was feeling it less or more, but now was feeling it on top of where patient was felt it, in a different area at the same time." It was indicated that the night of the call patient tried her other settings and they were completely in the wrong area. Additional information received a day later indicated that patient felt stimulation in her upper buttock whereas before she felt it in the groin area. It was indicated that patient could only be seen by health care provider not until (B)(6). It was later reported that patient loss of therapeutic effect and that she was ¿frustrated¿ because she had the surgery 8 months ago and had a difference in the sensation since (B)(6)2014 and wanted know why there was a difference sensation. It was indicated she could not get to see the healthcare provider for 3 months and could not wait that long. It was reported that their therapy was not working as expected. Additional information received reported that the patient was seen in the office and their impedances were normal. It was noted that the patient had a urinary tract infection (uti) previously and was doing fine now.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0886n, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).